Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to high blood glucose level and low blood glucose level on (B)(6) 2021. Customer had blood glucose level of 270 mg/dl. Customer had low blood glucose level of 40 mg/dl. Customer was treated with insulin pen for high blood glucose level. Customer had abdominal pain. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis